Manufacturer narrative:
The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, surface damages were observed on the outflow aspect of two (2) leaflets; these damages did not penetrate the entire thickness of the leaflets and were beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. However, no sutures were observed on the sewing ring near two (2) leaflets. Mechanical damages were observed on the free margin of two (2) leaflets and they appeared to be serrated. A scratch was observed on the free margin of a leaflet. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. The x-ray demonstrated no visible calcification and the wireform of a commissure appeared distorted. Another commissure's wireform was exposed on the outflow aspect and the wireform near a leaflet was exposed on the inflow aspect. The sewing ring was cut near the leaflet. These damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the clinical report of regurgitation could not be confirmed by visual observation. However, evaluation of the returned product indicate the root cause for the regurgitation to be due to suture tail abrasion. Mechanical damages or sutures tail abrasion may result from trauma to the leaflet due to excess suture tail. This may result in a perforation or damage to the leaflet, which may require its removal. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after nine (9) months due to inadequate leaflet coaptation, leading to moderate aortic regurgitation. This was replaced with a 19mm pericardial bioprosthesis. The patient is listed as in "good recovery" post-operatively.